Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The consumer reported that their tooth was chipped. Date of event is approximate.

Event description:
The consumer reported that their protectiveclean power toothbrush chipped their tooth.